Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42-43 mg/dl. Cause was due to setting the incorrect basal rate setting. Customer was treated at the emergency room (ER) with glucose tablets, d-50 glucose, and an intravenous drip. Customer was released 3 hours later with bg of 160 mg/dl and the issue resolved.